Event description:
It was reported that some time post gastrostomy feeding tube placement, a sterile water was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one tri-funnel replacement gastrostomy tube 20f cat#000720 was returned for evaluation. Gross visual and functional testing were performed. The investigation is confirmed for the reported leakage issue as the balloon was inflated with approximately 10ml of water and immediately leaked through a pinhole. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that some time post gastrostomy feeding tube placement, a sterile water was allegedly leaked. There was no reported patient injury.